Event description:
Could not walk [unable to walk]. She was not feeling well and she got a superbug mrsa bacteria which she believes was injected into her knee [injection site joint infection] ([infection mrsa]). They attempted to do a knee drainage due to some fluid buildup but nothing was drained [aspiration joint abnormal]. They attempted to do a knee drainage due to some fluid buildup but nothing was drained [injection site joint effusion] ([injection site joint pain]). Case narrative: initial information received on 11-mar-2025 regarding an unsolicited valid serious case received from an other health professional. This case involves a 52 years old female patient who could not walk, she was not feeling well and she got a superbug mrsa (methicillin-resistant staphylococcus aureus) bacteria which she believes was injected into her knee, they attempted to do a knee drainage due to some fluid buildup but nothing was drained , after being treated with medical device hylan g-f 20, sodium hyaluronate [synvisc]. The patient's past medical history, medical treatment(s), vaccination(s), concomitant medication and family history were not provided. On (B)(6) 2024, patient had her first synvisc injection on her left knee. On (b)(60 2024, the patient received the second dose of synvisc (hylan g-f 20, sodium hyaluronate) injection (strength: 16 mg/ 2ml), 1x (once) for arthritis (dose, route: unknown). Secretary mentioned that the patient didn't do the third injection because she experienced the side effects after the second injection. Patient reported that she was not feeling well and she got a got a superbug mrsa bacteria which she believed was injected into her knee (injection site joint infection) (staphylococcal infection) (onset date: on (B)(6) 2025, latency: same day) (batch number: drsp010b, expiry date on 31-may-2026). They attempted to do a knee drainage on (B)(6) 2024 due to some fluid buildup (injection site joint effusion) (onset: on (B)(6) 2024, latency: 3 days) but nothing was drained (aspiration joint abnormal) (onset: (B)(6) 2024, latency: 3 days) (batch number: drsp010b, expiry date on 31-may-2026). On (B)(6) 2024, patient had pain in the left knee (injection site joint pain) (latency: 10 (days) batch number: drsp010b, expiry date on 31-may-2026). She could not walk (gait inability) (onset: on (B)(6) 2024, latency: unknown) (batch number: drsp010b, expiry date on 31-may-2026) and was experiencing a lot of pain (injection site joint pain). She went to a private facility to check if her heart was affected. She just hopes that she was alive because it destroyed her life. They made a follow up on (B)(6) 2024 and the patient still couldn't walk and she got another blood test done to check her crp (c-reactive protein). She was also attending therapy to get back on her feet. There was no current or any recent updates as of 2025. Relevant laboratory test results included: aspiration joint: on (B)(6) 2024: [nothing was drained]. Action taken: drug withdrawn for all the events. Corrective treatment: attended therapy for gait inability, aspiration of joint for injection site joint effusion and injection site joint infection. At time of reporting, the outcome was not recovered for gait inability and unknown for rest of the events. Seriousness criteria: medically significant and intervention required for injection site joint infection, intervention required for injection site joint effusion and aspiration joint abnormal. Disability for gait inability. A product technical complaint (ptc) was initiated on 11-mar-2025 for synvisc (batch number: drsp010b, expiry date on 31-may-2026) with global ptc number: (B)(4). Ptc stated: based on the complaint from intake team, there was no quality related defect that would attribute to a malfunction a death or serious injury. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. Investigation: batch number: drsp010b, synvisc was manufactured for guatemala on 22jun2023 with expiration date of 31may2026 yielding 10680 singles. The incoming component inspection, packaging, and quality control documentation for this lot was reviewed. The investigation showed the product met specification at the time of release. Based on the lack of information, no assessment was possible. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the nonconforming material or product process. Furthermore, no associated non-conformance's were noted for the issue defect at time of release. Trend analysis performed in comet and qualipso: there are eight (8) complaints for lot: drsp010b and all related sublots. Complaint: (B)(4) drsp010b other adverse reaction nos (not otherwise specified) complaint: (B)(4) drsp010 other adverse reaction nos complaint (B)(4) drsp010 device leakage device not working properly or defective complaint (B)(4) drsp010 device leakage nos syringe cracked not broken complaint (B)(4) drsp010 syringe broken before use syringe luer lock system damaged complaint (B)(4) drsp010 syringe tip broken while use complaint (B)(4) drsp010 syringe broken before use complaint (B)(4) drsp010 syringe broken while use. Sanofi will continue to monitor adverse events and perform trend analysis on a periodic basis complaint handling to determine if a CAPA (corrective and preventive action) was required. The final ptc was completed on 11-apr-2025 with summarized conclusion as no assessment possible. Additional information was received on 11-apr-2025 from quality department: ptc results added. Text amended accordingly. Based on data previously received, the following information has been amended: event of injection site joint infection, aspiration joint abnormal were added. Disability added as seriousness criteria for event gait inability. Case was upgraded to serious case with follow-up changes made.